Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kit from shaw's, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line. The test result window was blank. The customer could not send a picture of the test cassette in question. The customer does not have an email address and asked if we can overnight the replacement kit. We advised the customer that the information would be forwarded to the complaint team for review.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov3120010 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples cov3120010 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kit from shaw's, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line. The test result window was blank. The customer could not send a picture of the test cassette in question. The customer does not have an email address and asked if we can overnight the replacement kit. We advised the customer that the information would be forwarded to the complaint team for review.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.